Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 5/4 amplatzer piccolo occluder was selected for patent ductus arteriosus(pda) closure in a (B)(6) month old, (B)(6) kg patient. The pda measured 3.6mm at the narrowest portion near the left pulmonary artery(lpa) and 4.4mm in diameter near the aortic ostium with 10.6mm in length. During the procedure, the waist and distal disc of the device was placed intraductal and the proximal disc was extraductal in the lpa ampulla of the pda. After deployment through a 4fr torqvue catheter, device position was confirmed via angiogram. After release, the piccolo device sat at a 9-3 o'clock position and the physician stated that the device appeared stable and the pda appeared closed. The next day, on (B)(6) 2020, at approximately 1pm the device appeared to have embolized on tte. X-ray showed the device appeared to be in the lpa. The physician stated the patient was hemodynamically stable and appeared not be in any distress. The device was retrieved using a 4fr cook sheath and 7mm gooseneck snare. The patient remained stable throughout the retrieval procedure. After retrieval, the physician planned to close the pda with an alternate device, but noted that the pda had spasmed down and appeared closed. The physician chose to end the procedure and follow the patient to see if the pda will reopen. The patient underwent surgical ligation of the pda on (B)(6) 2020 and the patient is currently stable.

Manufacturer narrative:
An event of embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on piccolo embolization and migration, per internal procedures. Please note per the instruction for use, arten600042307 version b, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 8mm, and therefore the pda of the reported event is not captured.